Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the hgb lamp was faulty. The fse replaced the hgb lamp resolving the issue. Upon recur, the failure mode identified is likely to generate erroneous flagged, un-flagged, or non-numeric hgb results due to light source failure. (B)(4).

Event description:
A customer reported their act diff 2 analyzer was generating hgb incomplete results on the first startup each morning. The customer also noted that the second startup passed and the issue had not occurred when testing patient samples.